Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device breakage ("fracturing/ device breakage"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. B66014, b60765 (not valid), b60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "ectopic pregnancy". The patient's past medical history included c-section, pyelonephritis, sore throat, myalgia, cough, congestion nasal, chest pain, cesarean section, nausea, general body pain, fatigue, fever, malaise, sepsis, urosepsis and hellp syndrome. Concurrent conditions included fatty liver infiltration, hyperglycemia, hepatitis since (B)(6) 2015, obesity, polymenorrhea, menses irregular, flank pain, hematuria and dysuria. Concomitant products included ketorolac tromethamine (toradol), ondansetron (zofran) and oxycodone/apap (oxycodone w/paracetamol). On (B)(6) 2014, the patient had essure inserted. In (B)(6), the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). In (B)(6), the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and urinary tract infection ("uti"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (on (B)(6) 2014 ablation) . Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, ectopic pregnancy with contraceptive device, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, abdominal pain and urinary tract infection had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sexual dysfunction, menorrhagia, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were removed but patient was told there were still pieces. Diagnostic results: 2on 6-feb-2013, review of systems: ent: positive sore throat. Musculoskeletal: positive myalgia¿s. Respiratory: positive cough, positive congestion. Cardiovascular: positive chest pain. On 29-may-2013, clinical history: patient presents for fetal dates and anatomy. Impression: viable intrauterine gestation with average gestational age of 20 weeks 3 days and amniotic fluid index of 10.9cm. Grossly normal fetal anatomy with slightly limited evaluation of the normal fetal spine due to fetal positioning. No gross abnormality. Attention to the fetal spine on follow-up imaging. On (B)(6) 2014, CT of the abdomen and pelvis without contrast impression: no evidence of renal or ureteral calculi. No hydro nephrosis or obstruction is identified. No free air or free fluid is seen. No inflammatory changes are noted. Severe fatty infiltration of the liver. On 02-jun-2015: surgical pathology report: pre-operative diagnosis: pelvic pain and polymenorrhea. Final pathologic diagnosis: bilateral fallopian tubes, salpingectomies: bilateral fallopian tubes without significant histopathologic abnormalities. Negative for dysplasia or malignancy. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: urinary tract infection, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received. Lot no. Was added. Date of implant was updated. Reporter information was updated. Historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device breakage ("fracturing/ device breakage"), fallopian tube perforation ("perforation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. B66014, b60765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "ectopic pregnancy". The patient's past medical history included c-section and pyelonephritis. Concurrent conditions included fatty liver infiltration, hyperglycemia, hepatitis, obesity, polymenorrhea and menses irregular. Concomitant products included ketorolac tromethamine (toradol), ondansetron (zofran) and paracetamol (acetam). In 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and urinary tract infection ("uti"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (on (B)(6) 2015 ablation). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, fallopian tube perforation, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, abdominal pain and urinary tract infection had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sexual dysfunction, menorrhagia, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were removed but patient was told there were still pieces. Diagnostic results: on (B)(6) 2015: surgical pathology report: pre-operative diagnosis: pelvic pain and polymenorrhea. Final pathologic diagnosis: bilateral fallopian tubes, salpingectomies: bilateral fallopian tubes without significant histopathologic abnormalities. Negative for dysplasia or malignancy. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: urinary tract infection, abdominal pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder problems, urinary tract disorder, dyspareunia (painful sexual intercourse), abdominal pain, uti, she did not undergo essure confirmation test. Previous event perforation updated to fallopian tube perforation. Concomitant conditions and historical conditions were added. Lot no was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device breakage ("fracturing/ device breakage"), fallopian tube perforation ("perforation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. B66014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "ectopic pregnancy". The patient's past medical history included c-section and pyelonephritis. Concurrent conditions included fatty liver infiltration, hyperglycemia, hepatitis, obesity, polymenorrhea and menses irregular. Concomitant products included ketorolac tromethamine (toradol), ondansetron (zofran) and oxycodone/apap (oxycodone w/paracetamol). In 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and urinary tract infection ("uti"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (on (B)(6) 2015 ablation). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, fallopian tube perforation, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, abdominal pain and urinary tract infection had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sexual dysfunction, menorrhagia, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were removed but patient was told there were still pieces. Diagnostic results: on (B)(6) 2015: surgical pathology report: pre-operative diagnosis: pelvic pain and polymenorrhea. Final pathologic diagnosis: bilateral fallopian tubes, salpingectomies: bilateral fallopian tubes without significant histopathologic abnormalities. Negative for dysplasia or malignancy concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: urinary tract infection, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device breakage ("fracturing") and perforation ("perforation") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "ectopic pregnancy". In 2015, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period was not provided. The patient was treated with surgery (to remove essure). Essure was removed in 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage and perforation outcome was unknown. The reporter considered device breakage, ectopic pregnancy with contraceptive device and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.